Event description:
It was reported that the spectra penile prosthesis (spp) device was pending bilateral distal erosion. The right side was pending erosion into the urethra. The left side was pending lateral erosion. The spp device was explanted, and a new inflatable penile prosthesis (ipp) device was implanted. There were no further patient complications.